Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The entire system was explanted and replaced. All impedances were confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg became inoperable, and therapy was lost. As a result, surgery may occur to address the issue.